Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease smooth opening on anterior side assessed as fold flaw opening. Additional observations: crease fold, wear abrasion observed on the device and brown particles inside of the device.

Event description:
Healthcare reported left side deflation. Additional report of particles in the valve. Device has been explanted and replaced.